Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient's pump had a motor stall. It was not reported if a motor stall recovery occurred. There were no known environmental, external, or patient factors that may have contributed to the event. There was no diagnostics or troubleshooting that occurred. It was unknown if interventions or actions were taken to resolve the issue. The issue was not resolved at the time of this report. There was no surgical intervention that occurred and it was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2017, additional information was received from a foreign manufacturer representative (rep). Logs were received that indicated a motor stall occurred on (B)(4) 2017 at 09:35. A stopped pump period may exceed tube set message occurred on (B)(4) 2017 at 09:35. Logs indicated the pump was using baclofen (1,000 mcg/ml at a dose of 250.2 mcg/day) and morphine (1,250 mcg/ml at a dose of 312.8 mcg/day). The pump was explanted and replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2017, additional information was received from a foreign manufacturer representative (rep). Additional information provided stated the patient went into withdrawal within a few hours. Additional information reported the explant/replacement date was (B)(6) 2017. This date was confirmed as correct through follow-up.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2017, additional information was received from a foreign healthcare professional (hcp) via novartis regarding a patient who was receiving baclofen (1000 mcg/ml at a dose of 250.2 mcg/day) and morphine (1250 mcg/ml at a dose of 312.8 mcg/day) via an implantable pump used for multiple sclerosis. On (B)(6)2017 at 09:35, a motor stall occurred and the patient went into withdrawal within a few hours. On (B)(6)2017, at 10:18, an active audible alarm was silenced on the pump, the pump was refilled, and the pump was restarted. On (B)(6)2017, the patient's pump was interrogated which confirmed a motor stall had occurred on (B)(6)2017 at 09:35 and a stopped pump period might exceed tube set alarm had occurred on (B)(6)2017 at 09:35. On (B)(6)2017 at 09:36, an active audible alarm was silenced and the patient pump was refilled. On (B)(6)2017, the patient's pump was explanted and replaced. No additional information was provided. Actions taken when baclofen and morphine was unknown. The outcome and causality of events were not reported. The seriousness of events were reported as serious (medically significant) by the hcp.

Manufacturer narrative:
Analysis of the pump identified motor feed thru anomaly where there was shorting across the insulator. If information is provided in the future, a supplemental report will be issued.